Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.2 row b was not detected on bus. A field service engineer reseated the row board cable and retractor band, tested without resolution, removed all cubies and trays to clean debris, reassembled the drawer, retested successfully, and confirmed the customer was able to recover the drawer with no issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple hardware failed and device was not detected on bus. Customer tried to recover and rebooted the station, but issue persist. The customer stated that the malfunction caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.